Event description:
Related manufacturer reference number: 2017865-2023-36959, related manufacturer reference number: 2017865-2023-36960. It was reported that the patient's implantable cardioverter defibrillator system was explanted due to infection. The patient was stable.